Event description:
The customer's mother reported that the insulin pump alarmed failed battery test. Troubleshooting was done. Customer's blood glucose was unknown. Advised the customer that battery cap would be replaced to rule out any possible issues with the battery cap. Customer will monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).